Event description:
Manufacturing representative(rep) called with patient present in clinic regarding their recharger. Rep reports the patient is having difficulty with intermittent charging and their antenna getting warm. Additionally, rep states the patient is not able to charge their ins full, as the charge stops during the recharge session. Rep states this started about 6-8 months ago when the patient was recovering from an unrelated surgery.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Section d references the main component of the system. Other medical products in use during the event include: brand name intellis; product ID 97755 (serial: (B)(6) product type: 0213-recharger medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.